Event description:
It was reported the clear lens on top case is cracked. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed, the lcd (liquid crystal display) lens is broken, the upper case and side bail covers are broken, the lower case is broken and corroded, and the battery drawer is damaged. (B)(4).